Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. No reagent issue was evident as the provided calibration and qc data were acceptable. Based on the provided analyzer performance data, a general instrument issue was not identified. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation conditions.

Event description:
The customer received questionable estradiol results for one patient sample. The initial result from an aliquot processed by the modular preanalytic analyzer (mpa) was 11956 pmol/l. Aliquots from the original sample were repeated on (B)(6) 2014 and the results were 480 pmol/l and 486 pmol/l. The aliquots were repeated on (B)(6) 2014 and the results were 445.3 pmol/l and 473.2 pmol/l. The sample was diluted 1:10 and the result was 2166 pmol/l. The sample was diluted 1:100 and the result was 22770 pmol/l. The initial result was reported outside the laboratory and an amended report was sent to the physician with the result of 445 pmol/l. There was no adverse event. The estradiol reagent lot number was 17576100 with an expiration date of 02/27/2015. Review of the provided calibration and qc data did not indicate any reagent issue.

Manufacturer narrative:
This event occurred in (B)(6).